Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The actual residual volume was 13 ml¿s and the expected residual volume was 4.5 ml¿s. The patient experienced a change in therapy effect and had increased occasional pain control. It was reported the health care provider (hcp) had noted that the pump did move around when the patient sat versus when the patient was laying down. A catheter dye study was performed and no issues were noted; the hcp was able to aspirate the catheter. It was reported the device system was used to administer hydromorphone. It was later reported no motor stalls had occurred and the patient exhibited no signs of withdrawal but had lately been struggling more with their pain control according to the hcp. It was reported when the patient moved in different positions, the pump seemed to move. Additional information has been requested, but was not available as of the date of this report.